Manufacturer narrative:
Zoll has not yet received the device in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the customer reported that the top cap of the air trap of the start-up kit (suk) (lot #172206) was leaking. Saline solution leaked into the air trap sensor system and on the floor. The dwell time was approximately 12 hours. The thermogard xp ivtm system (sn (B)(4) displayed mid:09 (air trap assembly) error message. The suk was replaced and a new console was used to complete the therapy. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint that thermogard xp ivtm system (sn (B)(6) displayed mid:09 (air trap assembly) error message was confirmed during functional testing and archive data review. The root cause of the mid:09 error was due to a defective air trap sensor block, likely attributed from saline liquid from a leaking start-up kit (suk). During visual inspection, there was no physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed several mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to the mid:09 message that was displayed after switching on the device; thus, confirming the reported complaint. The air trap sensor block was replaced to address the error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there is no previous history of complaints reported for the thermogard console with serial number (B)(6).